Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured on 30-sep-2013 and installed at the customer's site on (B)(6) 2013. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A lumenis service engineer visited the site seven (7) days after the reported event and examined the laser system. The engineer found alignments on brick 4 were not centered. Misalignment caused the system to go into case saver mode. Case saver mode is a system state that enables the user to continue using the system safely; however, with reduced power capability. The engineer performed near, far, resonator alignments replaced the debris shield, performed safety checks and after verifying that the system was working within manufacturer specifications the system was returned to the facility safe and ready for use. In this case an alternate laser was brought in to complete the case with no complications to the patient. Although it's likely that the procedure could possibly have been completed using case saver mode, and although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 100w was being utilized, the laser stopped working. Unable to continue with the system, an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.